Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of the 5f exoseal did not change color. The indicator wire loop could not be pulled during ex vivo testing. Hemostasis was achieved by manual compression. There was no reported injury to the patient. The patient underwent femoral artery angiography, and puncture site closure was performed after the procedure. The exoseal vascular closure device (vcd) was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted prior to use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including appropriate sheath insertion angle and vessel diameter of at least 5 mm, with no calcium, plaque, stent, or significant stenosis at the puncture site. A 5f non-cordis sheath introducer was used. No resistance or excessive force occurred during advancement or insertion, and no difficulty was encountered when connecting the sheath introducer to the device. The sheath introducer engaged with the indicator wire cowling and locked with an audible click, and pulsatile flow was observed. However, the indicator window did not change to solid black during retraction. The device will be returned for evaluation.